Event description:
It was reported by the customer that their insulin pump was damaged. Customer stated the device had a cracked casing. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 147 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Cracked case at lcd window corners noted. Cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.